Event description:
The patient reported she is no longer receiving stimulation after not charging for approximately 5 months due to non-scs system related health issues. The patient also reported she would like her scs ipg explanted and replaced due to realizing the device might be non-functional.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.